Event description:
As reported by a distributor in (B)(4), the hospital experienced problems with air bubbles in the lines of the fluid management system; specifically in the line between the manifold and the bottle of contrast media. Air bubbles were reported as having been injected into a pt, however, the pt was not harmed. No further medical intervention was necessary, and the pt is doing well. The used device has been returned for eval.

Manufacturer narrative:
As no lot number was reported, a shipping history was performed and identified two potential lots shipped to this customer. A review of the device history records (DHR) was performed on these lots and no deviations were noted. This review confirmed that this device met its material, assembly and performance spec at the time of its release to distribution. The review of similar complaints for this product family shows no similar complaints during the last three months and no adverse trends for the past fifteen months. One used kit assembly was returned for eval. No damage was visible. Testing was performed by attaching the check valve line to a bottle containing contrast media and de-bubbling the system. Contrast was then aspirated through the tubing assembly using a syringe. The aspirations were performed multiple times using both rapid and slower speeds. In all cases, no air bubbles were noted. As the devices performed properly during testing, the exact cause of the reported event was unable to be determined. The directions for use (dfu) packaged with the kit emphasizes the importance of insuring that all connections between components are secure to prevent the introduction of air into the system. The reported air bubbles were unable to be duplicated through testing. The exact cause of the reported event is unk, but does not appear to have been the result of a mfg defect. (B)(4).